Manufacturer narrative:
Conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right femoral vein due to diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. It has been reported the patient expired on (B)(6) 2017. Per the certificate of death dated on (B)(6) 2017, "immediate cause: cardiac arrest due to acute on chronic renal failure due to congestive heart failure". Per on (B)(6) 2006 ivc (inferior vena cava) filter placement: "with good positioning of the tip of the sheath in the infrarenal position the sheath was withdrawn permitting the..filter to expand. Good expansion and deployment of the filter was noted as well as normal size of the cava during cavogram". Per on (B)(6) 2019 CT (computed tomography) abdomen and pelvis: "there is acute pulmonary embolism involving the visualized right lower lobe pulmonary arterial branches an ivc filter is again identified". Per the 31oct2019 independent review of CT abdomen and pelvis dated on (B)(6) 2015, on (B)(6)2017: "history: the patient subsequently presented in 2015 with acute lle [left lower extremity] dvt and multifocal pe (with moderate clot burden and r [right] heart strain) despite the presence of her ivc filter...findings: the patient's ivc filter is a cook gunther-tulip retrievable ivc filter, positioned in the infrarenal ivc at the l2-3 level. No clinically significant tilt. 3 of the 4 filter legs perforate the ivc wall. The posterior strut perforates the wall of the ivc and impinges on the anterior aspect of the l3-4 disc and on the superior endplate of l4 where it has produced boney reactive changes. No strut fractures or missing components are identified. Clot within the filter is suspected on both the 2015 and 2017 contrast enhanced CT studies, but image quality is limited on both, in part due to the patient's size. No pericaval hemorrhage. Air is present in the ivc and in the r iliac veins on the most recent 2017 study, perhaps related to use of the patient's r femoral venous catheter to administer the IV contrast. Calcified atherosclerotic plaque is present in the aorta and major branch vessels".

Manufacturer narrative:
Additional information: h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation, filter occlusion (thrombus), deep vein thrombosis (dvt) left leg extremity (lle), right heart strain, l4 reactive changes. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported right heart strain, and l4 reactive changes are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initail reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.